Manufacturer narrative:
Section d4 updated. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a balloon ruptured on the unknown balloon-expandable stent system. The balloon ruptured due to the blockage. There was no reported injury to the patient. The dr. Was doing an infaltion inside the vein which had a stent occlusion. The device will be returned for evaluation.

Manufacturer narrative:
As reported, there was a 4x4 powerflex p3 percutaneous transluminal angioplasty (pta) balloon ruptured. The balloon ruptured due to the blockage. There was no reported injury to the patient. The doctor was doing an inflation inside the vein which had a stent occlusion. This occurred during a fistulagram procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82316728 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon burst¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event as per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Event description:
As reported, there was a 4x4 powerflex p3 percutaneous transluminal angioplasty (pta) balloon ruptured. The balloon ruptured due to the blockage. There was no reported injury to the patient. The dr. Was doing an inflation inside the vein which had a stent occlusion. This occurred during a fistulagram procedure. The device will be returned for evaluation.